Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was playing pickleball at the time of the shock. The sensing vector was set to the primary sensing vector. Technical services discussed some testing options. The patient will come in for a treadmill test. There were no additional adverse patient effects. The system remains implanted.